Event description:
Trial patient was still complaining of pain in groin; mainly when they bent over. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the patient still had the peripheral nerve evaluation (pne) in, was experiencing some discomfort that resolved. The cause of the pain was post-procedure and possible urine tract infection that caused patient some general back pain. The urine culture was pending and the back pain resolved on its own. No further complications were reported/anticipated.

Event description:
Additional information received as healthcare professional reported that urinary track infection was negative as the culture finding was negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.